Event description:
It was reported that the right ventricular lead exhibited noise. An insulation anomaly was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 11.8 cm to 12.0 cm from the connector pin which likely contributed to the reported noise. The abrasion was consistent with constant friction with another implantable device.